Event description:
The customer called the helpline and stated the driver arms were stripped and could not push the insulin properly. It was reported that the customer was hospitalized for dka a few months ago. It was indicated that the customer would call back with the details of the event. The customer stated that they are currently on manual injections, at the end of the call. The customer was advised that a replacement will be sent. No further details.